Event description:
It was reported that when the xpert 4.0x3 stent system was removed from the package, it was noted that the stent was partially deployed. The device was not used and there was no patient involvement. A new xpert stent system was used successfully. There was no significant clinical delay. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as (B)(6) 2010). The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned device noted blood and contrast on the shaft as well as blood in the shaft and distal outer sheath, consistent with handling. It was noted that the stent implant was partially expanded distally from the distal end of the outer member for a length of 1.3 cm. No damage was noted to the stent. The distal end of the outer member was retracted 4.5 mm proximal to the base of the tip. No other damage was noted to the device. The tray was not returned. Premature deployment prior to use can be the result of manufacturing, the press knot not being completely closed, severe kinks in the shaft, improper handling or extreme temperature variation. As the prematurely deployed stent would not have been able to be loaded into the packaging (due to tight clearances), it is unlikely the stent prematurely deployed before the catheter was unpackaged. The most likely cause of premature deployment would be inadvertent retraction on the inner member while the tuohy borst valve is loose. If the valve could have become loose, perhaps by inadvertent handling during unpackaging, the stent may have prematurely deployed as the catheter was handled. The xpert instructions for use states: make sure that the tuohy borst valve is locked by rotating in a clockwise direction. The analysis noted the tuohy borst valve was tight when the device was returned; therefore, the cause for the noted premature deployment is undetermined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. In manufacturing, all self-expanding stent systems are inspected for proper stent and sheath placement as well as a tightened tuohy borst valve (switch). Additionally, a sampling of units is destructively tested to verify that the instrument is secured to prevent stent deployment.